Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor basket malfunctioned during an intended ureteroscopy procedure. The malfunction was described as the device as the basket would open but not close. The operator replaced the device with another ngage nitinol stone extractor device to complete the procedure. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The complaint device was returned and underwent visual inspection and functional testing. A review of the following was also completed to assist with the investigation: complaint history, device history record, instructions for use, and specifications. The device has the appearance that it met resistance beyond its intended design. The ngage nitinol stone extractor is shipped with instructions for use; which clearly state the proper warnings, precautions, and instructions for use. Specifically: "this device is conductive. Avoid contact with any electrified instrument. Enclose device in sheath before removing from tray/holder. Excessive force could damage device." Based on the provided information and evaluation of the returned device, the root cause is considered handling related. The product received excessive pressure. A quality engineering risk assessment was initiated to address this failure mode. We will continue to monitor for similar complaints.